Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial: (B)(4). Description: infinion 16 lead kit 50 cm; model: sc-3400-30. Serial/lot: (B)(4). Description: splitter 2x8 kit-sterile; model: sc-4318. Lot: 21831181. Description: clik x anchor sterile kit. A review of the manufacturing documentation for the sc-1132 serial (B)(4), sc-2316-50 serial (B)(4), sc-3400-30 serial (B)(4), and sc-4318 lot 21831181 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had redness and warmth at the ipg pocket site. Physician assessed that the patient had an infection. Patient then underwent an explant procedure where all implanted devices were removed in order to manage the infection. No cultures were taken, and it is unknown what caused the infection. Additional treatment information has not been provided. Symptoms have resolved, and the patient is stable post explant procedure. Devices will not be returned for analysis, as they were discarded by the facility.